Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio slim device, the carrier failed to retract. After multiple unsuccessful attempts to throw the suture using a capio device, the physician decided not to use the capio device to place the final suture and instead manually located the sacrospinous ligament and performed traditional (non-device) suturing to complete the procedure. No patient complications reported.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. During functional inspection, the carrier was able to move in and out; after deploying the carrier, the cage was able to catch the suture. A review of the device history record (DHR) was performed and confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Additionally, a risk review was completed and confirmed that the event of "carrier retraction problem" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported allegations of carrier failure to retract could not be confirmed through product analysis. A conclusion code of device problem excluded was assigned to this investigation since the investigation findings clearly confirm that there was no problem with the device. Device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio slim device, the carrier failed to retract. After multiple unsuccessful attempts to throw the suture using a capio device, the physician decided not to use the capio device to place the final suture and instead manually located the sacrospinous ligament and performed traditional (non-device) suturing to complete the procedure. No patient complications reported.